Event description:
Reporter stated a cartridge leaked a small amount of insulin and the customer experienced unexpected hyperglycemia. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.